Event description:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) on (B)(6) 2018. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ("hemorrhagic menstruations") in a female patient who had essure (batch no. (B)(4) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, 1 month 31 days after insertion of essure, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), visual impairment ("decreased vision"), asthenia ("asthenia"), weight increased ("weight gain of more than 10 kg in less than 3 months"), musculoskeletal pain ("muscle and joint pain"), premature menopause ("early menopause"), memory impairment ("memory problems") and disturbance in attention ("problems of concentration"). The patient was treated with surgery (removal of essure on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the menorrhagia, visual impairment, asthenia, weight increased, musculoskeletal pain, premature menopause, memory impairment and disturbance in attention outcome was unknown. The reporter provided no causality assessment for asthenia, disturbance in attention, memory impairment, menorrhagia, musculoskeletal pain, premature menopause, visual impairment and weight increased with essure. Further company follow-up with the regulatory authority is not possible. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 06-feb-2018. The most recent information was received on 23-feb-2018. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ("hemorrhagic menstruations") in a female patient who had essure (batch no. 709954) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, 1 month 31 days after insertion of essure, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), visual impairment ("decreased vision"), asthenia ("asthenia"), weight increased ("weight gain of more than 10 kg in less than 3 months"), musculoskeletal pain ("muscle and joint pain"), premature menopause ("early menopause"), memory impairment ("memory problems") and disturbance in attention ("problems of concentration"). The patient was treated with surgery (removal of essure on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the menorrhagia, visual impairment, asthenia, weight increased, musculoskeletal pain, premature menopause, memory impairment and disturbance in attention outcome was unknown. The reporter provided no causality assessment for asthenia, disturbance in attention, memory impairment, menorrhagia, musculoskeletal pain, premature menopause, visual impairment and weight increased with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-feb-2018: quality-safety evaluation of ptc the list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 26-feb-2018 for the following meddra preferred term: menorrhagia ¿ analysis in the global safety database revealed 634 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pt. Further company follow-up with the regulatory authority is not possible. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.